Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0mu7y, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and an injury following a fall. They had a series of falls which put them in the hospital. They would fall flat backwards without warning, hit their head and land flat on their back. When the fall occurred, they had to start over with the stimulation therapy because it seemed like it wasn¿t working. The patient stated they had their knee femur replacement in (B)(6) 2014 and started to walk again. The first fall was in (B)(6) 2014 prior to the implant. The patient had the device implanted in (B)(6) 2014 and they were doing quite well. They had actually been out of adult diapers and were using grown up panties and excited about their progress. After their second fall occurred (in first part of (B)(6) 2014), their progress with the stimulator seemed nonexistent and they had to start over with using the stimulator, they were back to using adult diapers and not using underwear as they had prior to the fall. It was reported that after their third fall, they did not fall flat back, they fell on the tailbone in a seated position in the middle of the night and they had to start over again with the stimulation therapy because it wasn¿t working again. They noticed that they had a horrible pain where the ins (implantable neurostimulator) was located and they went to their regular health care provider (hcp). The patient figured the fall might have moved their implant. They went in to see hcp who checked the ins position by feeling around and was told it looked fine. The patient saw hcp sometime in (B)(6) 2014 and was told by it might have been pressing on the nerve or something. The hcp did suggest an xray and the patient decided not to do the xray and used a heating pad, ice and bed rest then eventually it did go away. The pain around the ins implant was resolved. The pain never came back, so the patient felt that jarring the ins implant a little bit was the cause. They started stimulation therapy again and then fell again. They broke their foot this time around (B)(6) 2014. They had not been able to use the stimulation therapy as before and had no control. They thought they were not using the stimulator correctly. They were back to getting up at night every 2.5-3 hours. The patient stated by the time their brain recognized they needed to go to the bathroom, there was no warning and they had accidents. It was also reported that the patient could not recall the program they started on and would increase the current program they were on and if it did not work within a couple of days, they would change to something else. The patient went in for head MRI to check why they were falling so much. The patient shut the ins off and turned it down and didn¿t write the setting they were on. They had to turn it back on and wing it with their adjusting. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent